Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the sheath exhibited apparent air that could not be aspirated. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After insertion of the sheath into the patient a farawave catheter was inserted into it. An attempt to draw out air from the sheath with a syringe was made, but the air could not be aspirated. The farawave catheter was replaced, but the issue repeated afterwards. The faradrive sheath was also replaced, but this did not resolve the issue either. It was speculated that the issue may not have been air ingress due to the inability to aspirate the sheathes, but there was no conclusive determination on the matter. A judgement call was made by the physician to continue the procedure with the second sheath, which was completed with no patient complications. This second sheath is not expected to be returned for analysis.